Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure performed in 2009. According to the complainant, before the procedure, the device was tested outside the patient. The forceps were not able to be closed after testing. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.